Manufacturer narrative:
(B)(4).

Event description:
In the initial report it was stated that the patient was going to be scheduled for a penetrating keratoplasty. This is incorrect; the patient will be rescheduled to have photo refractive keratectomy (prk) in about four weeks, after the cornea has healed. In a follow up, the reporter indicated that the patient had prk twenty days following the date of event. The patient is doing well, with a good refractive outcome, in spite of the slower healing process (expected with prk).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A physician reported that following the creation of the corneal flap, it was noted to be thinner and smaller than it was expected. This was observed under slit lamp examination in the right eye. The planned diameter was 9.5 millimeters, however, the resulting flap was approximately 6 millimeters. Additionally, when the surgeon attempted to lift the flap, there was a slight tear due to the thinness, so the surgeon put it back in its place. The procedure was aborted. No medical intervention was performed. The patient will be rescheduled to have penetrating keratoplasty (prk) in about four weeks, after the cornea has healed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a review of the system settings and images of the flap overlays did not identify any abnormalities that might have contributed to the event. Images of the eye post laser treatment were also reviewed and no clear contributing factor or cause could be determined. An company representative visited the site, evaluated the system, and found it to be functioning within specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).